Event description:
It was reported to boston scientific corporation that a pfr kit uphold lite vaginal support system was used during an unknown procedure performed on (B)(6) 2014. According to the complainant, the suture broke outside the patient when it was being pulled through the tissue. Five days post-surgery the patient experienced leg pain. The patient was referred to a urologist and the mesh was removed from the patient. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of needle detachment. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.